Event description:
It was reported that during a site change the ilet user could not fully cock the infusion set inserter and then inadvertently deployed the set before it was placed on the body, resulting in an incorrectly deployed infusion set during preparation for use. There were no reported clinical symptoms reported. Outcomes included no alerts or alarms and completion of troubleshooting and education. Investigation included user support and education focused on correct cocking and deployment technique for the infusion set and connector. Investigation of this case revealed user handling error related to infusion set deployment and connection, with the infusion set component implicated due to incorrect preparation and application. It was concluded, based on previously established findings for similar reports, that the cause was user error.